Manufacturer narrative:
The incident sample was not returned for evaluation, therefore, an evaluation could not be performed. Valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design has significantly reduced the trend in leakage complaints.

Event description:
The report stated that during preparation for a radio frequency liver ablation, a water leakage was discovered at the tube near needle electrode. A new needle was opened and the procedure was completed with no pt impact.